Event description:
It was reported that the customer had issues with the quick set. Customer was also having issues with bent cannulas and the pump does not inform the customer about the issue. Customer does not realize the issue is occurring until her blood glucose is high. Customer's blood glucose was 22.1 mmol/l. Troubleshooting was performed. Customer did not have a tubing clamp. Customer was advised to call back when she has the supplies to run a high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.